Event description:
It was reported that information was received from a patient (pt) regarding an external device. Unknown the reason for call was patient reported being unable to charge implantable neurostimulator(ins) after first couple of months following battery replacement 6-7 years ago, stating charging was not possible and device could not be located. Pt did not pursue further follow-up due to living 2 hours from nearest doctor and inconvenience related to location. Patient has history of traumatic brain injury and forgot about implant. Pt went to their neurosurgeon who did battery replacement and considered removal. Pt has health issues and is thinking about replacing battery or getting device working again. Pt lost all external devices and does not know where they are. Agent reviewed information about implant battery longevity and replacement process. Agent sent a request to repair for recharger, ac power supply and recharging belt replacement. Agent transfer the patient to sunmed for controller replacement. Additional information was received from a manufacturer representative (rep). It was reported that the patient had not using therapy because they could not get the recharger to connect to the ins. The issue started a few months after the patient was implanted. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the initial reporter information in section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.